Manufacturer narrative:
The device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that enterococcus casseliflavus were detected from bile samples collected from 5 or 6 patients during endoscopic retrograde cholangiopancreatography (ercp) procedures using the subject device. It was reported that the ercp procedures were carried out between (B)(6) 2019 and (B)(6) 2019. All patients have not developed any symptoms of infection. As a result of microbiological testing for the subject device by the user facility, no microbial growth for the sample collected from the channel, the distal end and around of the forceps elevator of the device. The user facility reused a non-olympus disposable biopsy valve several times. However, as a result of microbiological testing by the user facility, no microbial growth for the sample collected from the disposable biopsy valve. The device had been reprocessed using an olympus automated endoscope reprocessor model oer-4 or oer-5 (not available in the USA). The user facility concluded that the cause of the reported event was not the subject device. Olympus is submitting MDR according to the number of the patients who were infected potentially associated with the endoscope. This is 5th of 6 reports.